Manufacturer narrative:
The cec assessed the event as a cardiac death. There was a dissection in the 1st om during the procedure which was not caused by a medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were used to treat the lad, 1 st obtuse marginal and cx. Approximately 8.5 months post procedure patient died of unknown cause. The investigator assessed the event as possibly related to the index device and the anti-platelet medication. The sponsor assessed the event as not related to the index device or the anti-platelet medication.

Manufacturer narrative:
Sponsor assessed the event as possibly related to the related to the anti-platelet medication and the device. If information is provided in the future, a supplemental report will be issued.